Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to address elevated bg. Reportedly, the pump was reset and customer continued to use the pump for insulin therapy until the replacement arrived.

Event description:
A malfunction on the pump was reported by the caller, which led to the customer's blood glucose level exceeding a safe limit, though the exact value was not specified. The customer addressed the high blood glucose by administering a correction injection using manual insulin delivery. There was no need for assistance from a third party. The displayed malfunction code was malf 12, which was resettable, and no recurrence of the malfunction code was observed after the pump reset. Technical support instructed the customer to continue using the pump and to call back if the issue occurs again.